Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that computed tomography (CT) of the abdomen on (B)(6) 2017 revealed the position of the inferior vena cava (ivc) filter was below the renal veins. The icv filter was tilted towards the left by slightly greater than 15 degrees. There were multiple icv perforations. Six prongs were identified and 4 prongs penetrate greater than 1cm. The first is in the 2 o'clock position that penetrates the medial wall of the abdominal aorta at the level of the l3-4 disc space or at a 8 cm below the origination of the renal arteries. Perforations at the 5, 7 and 9 o'clock positions exceed 1 cm.